Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after an internal fixation surgery had been performed with intertan long nail on an unspecified date, the patient experienced an undescribed adverse event that was addressed via revision surgery on (B)(6) 2022. Patient current health status is also unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without the requested clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be rendered. The root cause and/or patient outcome beyond that which has already been reported cannot be confirmed nor concluded. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.